Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to constant "door not fully latched" alarms caused by a failed upper auxiliary. The upper auxiliary will be replaced.

Event description:
It was reported that a device was experiencing a door lock error. It was also reported there were no pt injuries.